Event description:
Information identified in the manufacture's data base indicated the patient died approximately nine months post implant of the leads. The patient died approximately four years ago.

Manufacturer narrative:
No further information will be obtained due to information to complete the follow-up is not reasonably known. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.